Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have ben no other similar events for the lor referenced. Conclusions: it was reported that the patient was revised due to instability. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to instability. A ps knee was converted to a ts knee. Intra-operatively, it was noted that the femur and tibia were well-fixed, but the post of the ps insert was damaged. Rep confirmed that no further information will be released by the hospital or surgeon.